Manufacturer narrative:
Concomitant medical product: rvdr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The right ventricular (rv) lead was also suspected to be dislodged and was therefore capped and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.